Manufacturer narrative:
Additional information. It was initially reported that the device was not returning for evaluation as the device remained in use at the time of the event. The device was subsequently received after the patient was transplanted. Device evaluation: the patient remained ongoing on (B)(4) with no further complaints until they were transplanted on (B)(6) 2017. No device-related issues were identified through the evaluation of the returned pump, and a correlation between the device and the reported partially occlusive deep vein thrombus (dvt) of the left perineal vein, could not be conclusively determined. The pump was returned assembled with the driveline severed approximately 6 inches from the pump housing and an additional adjacent section of the driveline measuring approximately 7 inches in length was returned. Visual inspection of the sealed inflow conduit and the sealed outflow conduit revealed no depositions or thrombus formations that would have contributed to a functional issue. In addition, visual examination of the pump¿s blood-contacting surfaces upon disassembly of the pump revealed no evidence of depositions or thrombus formations. Examination of the blood-contacting surfaces did not reveal any anomalies and electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. Peripheral thromboembolic event is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device: 7 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2016, the patient was diagnosed with a partially occlusive deep vein thrombus (dvt) of the left perineal vein. The patient was on warfarin and aspirin at the time of the event. The patient was asymptomatic. No further information was provided.